Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the needle bent when sewing. No more information has been provided.

Manufacturer narrative:
Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market (B)(4) of this code-batch. There are no units in our stock. We have received 1 open sample for analysis. The sample received shows that the needle has been held by the tip as some marks from a needle holder or other surgical instrument can be seen on the cutting edge of the needle tip area. In addition, there are two deformations of the curvature just behind the needle tip. A damaged cutting edge of the needle tip has a large impact on the penetration performance. It could explain an abnormal force to apply to penetrate. In this case, the surgeon may have to apply an abnormal force and could potentially bend the needle. The needle has also been tested for bending strength and the results fulfill product specifications: 9.3 nxcm in minimum (minimum bending strength specification for this needle: > 7.2 nxcm). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Needle bending strength results during production process was 8.6 nxcm and fulfilled specifications. Remarks: as stated in warnings/precautions of the instructions for use of the product, care should be taken to avoid damaging the needle when using the suture material. Always grasp the needle in a section 1/3 to 1/2 of the distance from the fibber attachment end to the needle point, but never directly at the end where the fibber is attached or at the point of the needle. Grasping the needle at the area of the point could impair the penetration performance and cause a fracture of the needle. Grasping the needle close to the fibber attachment end could cause bending and breakage of the needle. Final conclusion: the needle has been damaged during handling and bent most probably due to wrong handling. Therefore, we conclude that the case is not confirmed due to needle bent defect is caused by a wrong handling not according to the instructions for use of the product. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.